Event description:
It was reported that following a novasure endometrial ablation in the year 2007 (exact date unknown), the patient is now "experiencing burning pain in the lower quadrant" during her monthly menstrual cycle. On (B)(6) 2013, the patient presented to the emergency room (ER). An ultrasound was performed and revealed a 8mm "cyst described as a loculated fluid collection". The patient received "analgesics" and was discharged home on the same day.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. (B)(4).